Event description:
Caller reported that pump quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.